Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alert was triggered for out of range impedance measured during revision. It was also noted that another rv lead alert was triggered for undersensing. Rv lead remains in use. No patient complications have been reported as a result of this event.